Event description:
Patient was seen in ER for dizziness and was diagnosed with cerebellar stroke. Doppler exam of legs showed small dvt in his calf region and and echo revealed a pfo. Because of this, the filter was placed infra renal and appeared to be in good position. Pt was started on heparin 5000 units every 12 hrs, but no coumadin was added and no pt or ptts were obtained. Lab studies for hypercoaguable state were normal. Pt developed flank pain 1-4 days following implant. Pt. Subsequently became short of breath, diaphoretic and had a cardiac arrest. Resuscitation was unsuccessful. X-rays showed filter tilted, but it had not migrated. Autopsy was performed revealing a hemorrage from the diaphragm to the pelvis on the left side, estimated to be about 2000cc of blood. One leg of filter was protruding posteriorly and pathologist believed he saw slight indentation in the aorts. Because of massive hemorrahage, it was not possible to identify a bleeding site form the aorta. Thrombus was noted in the filter. Heart showed pfo covered by a membrane and no left atrial thrombus. Final autopsy results are pending.